Manufacturer narrative:
Radio frequency controller was returned to MFR on (B)(4) 2012. The coding in this section reflects the results of the eval of the returned disposable device. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation a hysteroscopy was done and a perforation was seen in "the fundal region of the uterine cavity". An exploratory laparoscopy followed and a uterine perforation and burn to the serosal lining was seen. No treatment was needed. The pt was admitted to the hospital for observation. She did well and was discharged on (B)(6) 2011. On (B)(6) 2012 it was reported that the pt is doing fine.